Event description:
Hosp reports that the ventilator's caster fell off and the unit tipped over onto pt's visitor. The pt's ventilation was not interrupted during incident. Visitor was taken to emergency room for x-rays of knee where ventilator struck visitor. X-rays were negative and visitor was released from ER. Prior to incident rt had warned rn of problem with caster falling off unit and was in process of replacing unit when rn inadvertently brushed against unit dislodging caster causing unit to strike visitor on knee.